Event description:
Manufacturer's representative reported the patient experienced "pocket issues" with previous pump that reportedly slipped down into patient's groin area and subsequently had to be replaced. Additional information has been requested from the patient's physician, and a follow up report will be sent when new information is received.